Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of fatigue and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect fatigue and death and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
Patient ID: (B)(6). This is filed to report the patient death. It was reported that on (B)(6) 2019 the patient with grade 4 mitral regurgitation (mr) underwent a mitraclip procedure. One mitraclip was implanted reducing mr grade to 1. At the 30 day follow-up visit, (B)(6) 2019, the patient had generalized fatigue, no energy and trouble sleeping, but her chest x-ray and echocardiogram looked good. Mr remained grade 1 and there were no device issues noted with the clip. On (B)(6) 2019 the patient expired at home. No additional information was provided.